Event description:
The manufacturer received information alleging an aeris evo "fan not working" occurred. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error was discovered in the aeris evo's event log. The technician recommended replacing the device's machine flow sensor to address the issue of the error code and contamination. No further investigation is required at this time. Additionally, the display board needs replaced due to an ambient light sensor verification: luminance test fail. The inlet filter will be replaced due to preventive maintenance. Muffler assembly is contaminated. After the repair, the device passed all functional testing and quality inspections.